Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during the procedure to treat a heavily calcified lesion in the mildly tortuous mid diagonal coronary artery, a 2.25x28 rx xience prime drug-eluting stent (des) system was advanced toward the lesion, but resistance was felt against the anatomy, force was applied, and the device was unable to completely cross the lesion (positioning was difficult) due to the patient anatomy. An attempt was made to deploy the stent via inflation of the balloon, but the balloon did not completely inflate and a leak was noted in the balloon. During withdrawal, the stent was lost inside the patient anatomy, however, the stent was able to be snared without issue. There were no adverse patient sequelae and no occurrence of a clinically significant delay. The lesion was alternatively treated via medical management with medication. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported inflation issue, torn shaft, kink, and shaft break were able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. The reported balloon material rupture was unable to be confirmed however there was noted outer member damage/ torn shaft. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial filed reported the abbott vascular returned goods (rg) lab received the 2.25x28 rx xience prime in the following condition: the bayonet portion of the hypotube shaft was kinked and separated with a 0.5mm tear in the outer member but the outer member shaft was still intact (not in two pieces). When pressurized, the balloon did not inflate, as reported, but fluid was leaking from the separation area of the shaft; not the balloon. There was no balloon rupture as reported. Additional information confirmed that the correct device was returned and the physician was aware of the kinked, torn, and broken shaft; this damage was noted during the procedure after the failed inflation attempt. Though a balloon leak was not observed on the returned device, the physician maintains that leak in the balloon was noted. No additional information was provided.